Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The livanova field service representative that reached the facility to investigate the device was able to confirm the reported issue. He originally traced the failure to the distribution board and put the part on order. He returned for a second visit in order to complete the repair and found also a faulty processor board. He ordered also this part. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side associated to a stirrer motor malfunction during setup. There was no patient involvement

Manufacturer narrative:
H.10: the livanova field service representative replaced also the stirrer motor and cpu board during his second visit to the facility. The issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Even if the stirrer motor was found to be slightly stiff, the replacement of this part did not solve the issue thus, the most likely root cause of the reported error is a defect on the processor/distribution boards which were most likely damaged due to short-circuited components.

Event description:
See initial report.